Event description:
It was reported that on august 9, the pt heard a loud cracking noise. Afterwards she was not able to understand speech as well and it was not possible for her to use the telephone. This situation did not alter even after exchanging all the external equipment. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.